Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the of the mynx control vascular closure device (vcd), after a transfemoral cerebral angiogram (tfca) case, the balloon was normally inflated to stop hemostasis in the femoral artery but, it was not completely inflated and the balloon burst slightly. So the balloon could not be used. There was no patient injury.

Manufacturer narrative:
During use of the of the mynx control vascular closure device (vcd), after a transfemoral cerebral angiogram (tfca) case, the balloon was normally inflated to stop hemostasis in the femoral artery but, it was not completely inflated and the balloon burst slightly. So the balloon could not be used. There was no patient injury. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock was closed. The procedural sheath was locked on to the sheath catch. The sealant remained in the manufacturing position, exposed to blood. Per functional analysis, inflation/deflation test was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 4 mm from the balloon neck was revealed. A product history review of lot f2107103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics, although not reported, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.